Event description:
During baxter's functionality testing it was found that a spectrum pump had failed the flow rate test. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "failed flow rate test" was confirmed during evaluation. Evaluation found the device delivering out of specification under multiple flow rates. The internal door hardware was replaced to correct this condition.